Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no impact to the customers blood glucose level. The customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.